Manufacturer narrative:
We have received and evaluated the complaint device. We were able to confirm the reported incident. We found that one of the blades did not insert into the retainer when the centering hoops were closed. The centering hoops of the same blade were also found to be bent and flattened. It is likely the doctor used excessive force to push the sheath since over the stuck blade, resulting in the misshaped blade. Our lot history records review did not reveal any discrepancies related to the complaint event either in the manufacturing or packaging processes. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality control also samples these devices before final packaging to ensure proper blade adjustment. It is possible that the device was damaged after inspection and prior to packaging. As a result, we have implemented corrective action to minimize the possibility of this recurring. The patient was not injured as a result of this issue.

Event description:
The blades of the valvulotome did not close properly into the retainer. A second valvulotome was used to complete the procedure.